Event description:
It was reported the location of the patient's implantable neurostimulator (ins) was uncomfortable and the device caused him more pain. It was also reported the patient's overall pain had gotten worse and he needed to take more pain pills so the patient had a pump implanted. The patient's ins was explanted and he resolved without sequela.

Manufacturer narrative:
Product ID 3888-45, lot# v588269, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3888-45, lot# v593230, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3888-45, lot# v366331, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3888-45, lot# v366331, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 37082-20, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3550-39, product type accessory. (B)(4). Analysis of the neurostimulator (serial# (B)(4)), extension (serial# (B)(4)), and anchor revealed no anomalies. Analysis of the extension (serial# (B)(4)) and leads (lot#s v366331, v366331, v588269, and v593230) revealed no significant anomalies; all products had been cut during the explant procedure.